Manufacturer narrative:
The insulin pump had unexpected restart alarm noted after battery change due to faulty component on interface board. No external ram error alarm or excessive no delivery alarm noted. The device passed the displacement, rewind, basic occlusion, prime, and excessive no delivery alarm tests. The device also had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump resets every time she changes the battery and deletes the settings. The alarm history showed an unexpected restart alarm, an external ram error alarm and a no delivery alarm. The blood glucose at the time of the incident was 300 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.